Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that a donor experienced an allergic reaction during the sixth cycle of donation. The reaction included an erythematous rash on the arm, opposite of the venipuncture site. The procedure was discontinued. The donor was given medical intervention with one injection of polaramine, an antihistamine. The rash cleared up after the administration of medication and left in good condition.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that a donor experienced an allergic reaction during the sixth cycle of donation. The reaction included an erythematous rash on the arm opposite of the venipuncture site. The procedure was discontinued. The donor was given medical intervention with one injection of polaramine, an antihistamine. The rash cleared up after the administration of medication and left in good condition. The disposable set was returned and evaluated with no abnormalities noted. A lot trace of this sample was conducted with no other similar events being reported. (B)(4).